Manufacturer narrative:
After initial completion of the investigation, it was determined that the reported issue for this event was not for pump squeals, but rather for movement of the fins within the centrifugal pump and a grinding noise. In the initial completed reported submitted to the FDA by terumo on (B)(6) 2016, the conclusion of the investigation was based on if the event description had stated the pump squealed during use. Because this has been deemed not the same issue, terumo is submitting this follow-up report in order to correct the conclusion. The reported event could not be replicated and the complaint was not confirmed. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. The actual sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No abnormalities were detected coming from the device. There were no issues with the movement or functionality of the pump noted during the test, either. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. The complaint was confirmed. No patient involvement. Pumping issue. Noise, audible. Method - actual device evaluated. Method - visual inspection. Method - acoustic noise testing. Results - no failure detected. Conclusions - known inherent risk of procedure. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that just before cardiopulmonary bypass they observed the fins of the centrifugal pump moving more than usual, and a loud noise was heard between 2 and 4 liter/min flow rate. The issues were smoothed out between 5 and 5.5 liters/min. No patient involvement as this occurred prior to cardiopulmonary bypass. Product was changed out. Surgery was completed successfully.